Event description:
Report received from the USA stating that the device was not engaging the motor. The date of the event is unknown. The device was being used during surgery. No injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).